Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported their therapy wasn't working well so no malfunction. There were no trauma or falls related to the issue and no unrelated medical procedures. It was stated that a revision had occurred on (B)(6) 2016; however, the doctor was unable to get the lead out to replace it so the doctor referred the patient to a neurosurgeon. This was considered a sudden change in therapy; however it was stated it started 5 months ago. The patient was implanted for failed back surgery syndrome, radiculopathy, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.